Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis confirmed the reported premature battery depletion. The root cause could not be determined.